Event description:
A dialysis home patient reported a system error 2240 alarm in drain 4/4 during treatment using home choice device. The patient was instructed to discontinue treatment at the time of the alarm. The patient noted when the alarm was called in that the connection between her transfer set and the patient line of the home choice set was loose. There was no patient injury and no medical intervention associated with this incident that was reported by the home patient.